Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 12-10mm amplatzer duct occluder was chosen for a patent ductus arteriosus (pda) closure intervention using a 8f amplatzer torqvue delivery system. During procedure, the physician found that the device was deformed to a bulbous shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was replaced with a new 14-12mm amplatzer duct occluder and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Event description:
T was reported that on (B)(6) 2024, a 12-10mm amplatzer duct occluder was chosen for a patent ductus arteriosus (pda) closure intervention using an unknown delivery system. During procedure, the physician found that the device was deformed. The device was replaced with a new 14-12mm amplatzer duct occluder and completed the procedure. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.